Event description:
The customer called and stated that his meter had been reading lower than usual. While troubleshooting, he performed control tests and received a reading of "lo." The normal control range was 97-134 mg/dl. No adverse events were alleged. The customer received a new bottle of control solution. All control results using the new bottle were in range. No product will be returned since the system appeared to be operating as designed.